Event description:
Pt reported leg and groin pain following interbody fusion surgery. Surgeon was concerned that containment mesh may have been compromised. Device and bone graft were explanted one week after original surgery and a new device was placed from the contralateral side.

Manufacturer narrative:
Review of CT scan prior to revision did not indicate obvious compromise of device, but bone was noted in the foramen. Dr. Is concerned that nerve root may have been stretched/irritated by retraction during the second surgery.